Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the inspection at the repair center, it was found that the electrical connector had fluid invasion and corrosion inside and e315 error was reported. In addition, the following non-reportable malfunctions were found during device evaluation: an electrical continuity error occurs due to water invasion in the scope connector, adhesive on bending section cover has a chip, scope connector cover unit is dirty (with stain found at venting connector), and electrical connector had fluid invasion and corrosion inside and e216 error was reported. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had an e315 error during preparation for use for a diagnostic enteroscope procedure. The procedure was completed with the same device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed error e315 could not be determined, however, the issue was likely due to water entering the scope connector and malfunctioning electronic components during user handling. The event can be detected/prevented by following the instructions for use which state: ¿·inspection of the endoscopic image¿ ¿-- when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ¿- do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿. In addition, the following non-reportable malfunctions were found during the device evaluation: - up/down/right angulation not to spec. Olympus will continue to monitor field performance for this device.